Event description:
Customer reported experiencing low blood glucose readings of 18 mg/dl and stated that the insulin pump went into thresh suspend. Customer was treated by a nurse at his house with coke, and 3 pack of level gel. Customer stated that he knows he over corrected because then his blood glucose readings increased to 400 mg/dl. Customer's basal rates were adjusted by his health care provider to prevent any further low blood glucose readings. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.